Event description:
It was reported that the pt's stimulation was not working. The pt had back surgery a couple of months ago and felt that the surgery may have affected her device. The pt has experienced a loss of therapeutic effect and an overstimulation sensation. The pt had pain and swelling in her left buttock. Later on she had a sharp pain in her right side. The pt was going to try a new program. Further info is being requested from the hcp.